Event description:
According to the reporter, during a laparoscopic appendectomy, the device was set on the third level of articulation on the appendix, the green button was pressed and when the handle is squeezed slightly, the handle could not be squeezed; and the handle could not return to that point. The green button was tried to be pressed from the left and right for about 5 minutes, or pulling the black return knob, and even if the black return knob was pulled, the jaw did not open and the handle remained stiff. The articulation lever was then returned to its straight state and when the green button was pressed again, the handle can be opened and firing could be done. After finishing the firing to the end, the jaw was released using the black return knob, and the firing operation was completed. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical product: egiaustnd, egiaustnd endogia ultra univ std stap (lot# p4g1154) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the instrument did not fire and the jaws did not open. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.